Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge was not cracked. The tip had a small aneurysm top left. Heavy tip stress was observed. Stress is an expected occurrence with a lens delivery and does not denote a cartridge deficiency. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. It is unknown if a qualified lens model/diopter and viscoelastic were used. A qualified handpiece was indicated. The root cause for the observed damage could not be determined. It is unknown if a qualified lens model/diopter and viscoelastic were used. The returned used company cartridge was not cracked. The tip had a small aneurysm and heavy stress. Stress is an expected occurrence with a lens delivery and does not denote a cartridge deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with an intraocular lens (iol) implant procedure, company cartridge cracked down side. It happed at injection and lens remained implanted.